Event description:
An xi small grasping retractor was sent back to me with a red tag stating "broken cable at distal tip". No additional information was given re: its failure. According to paperwork, I was able to ascertain that on its last use there were 4 lives remaining on the instrument. I will send this back to intuitive for reimbursement on the remaining lives. FDA safety report ID # (B)(4).